Event description:
The plaintiff's attorney alleged the decedent experienced unspecified injuries and subsequently expired on (B)(6) 2009 after use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-13659 and 1225714-2014-13660. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced a stroke, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.